Event description:
It was reported that the cannula curvatures were incorrect on two (2) m6sct, specialized single cannula low pressure cuffed tracheostomy tubes. This was visually detected prior to actual device placement/use. There was no direct pt involvement. The two (2) m6sct devices were returned to the MFR for identification, analysis and investigation on 11/18/1997.